Event description:
It was reported that tried to insert rod in a mantis case. Both rod inserters broke. The ball ring broke in half and was lost and the other jammed."

Manufacturer narrative:
Two devices malfunctioned during event. Second malfunction reported in mdr9617544-2009-00085. Additional information has been obtained. Any information received during the investigation will be submitted in a supplemental report.